Event description:
The field svc rep (fsr) reported that during preventative maintenance (pm) of the device, the cardioplegia (cpg) pump on low speed would not work. There was no pt involvement.

Manufacturer narrative:
During testing of the cooler heater unit, the fsr found fuse f-7 blown on the cpg printed circuit board (pcb). The fsr replaced the f-7 fuse and tested the unit. All speeds were functioning on the cpg pump. The unit operated to MFR spec and was returned to clinical use. The suspect part will be returned to the MFR for further eval. If add'l info becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.